Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It ws reported that occlusion alarms occured. System check was performed by tandem technical support (cts) and there was a blockage in the cartridge and the customer was using fiasp insulin. Cts informed the customer that fiasp insulin is off label per the tandem user guide. Customer changed the cartridge and resumed insulin delivery. Customer blood glucose is 180-240 mg/dl.